Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of the main light emitting diode (led) not lighting up when plugged into the main supply cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with "no mains led lit when plugged into mains supply" was thought to be caused by a blown/missing ac fuse. The customer replaced the fuse onsite at the facility. This device was not returned to baxter for evaluation. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case, which was reported to baxter (B)(4) involving a colleague triple channel monochrome pump english v1.7. The reporter stated that the device's main light emitting diode does not light up when plugged into the main supply; this condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.